Event description:
Medtronic voluntary advisory to physicians about potential battery shorting mechanism that may occur in a subset of ICD and crt-d. Models with batteries manufactured between april 2001 and december 2005. ICD generator explanted and replaced.